Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced.

Event description:
It was reported the patient's ipg became inoperable after an unrelated procedure where the device was not placed into surgery mode. Troubleshooting was unable to resolve the issue. As a result, the patient may undergo surgical intervention to address the issue.